Manufacturer narrative:
The actual device was not available; however, two (2) companion samples were received for evaluation along with two different closed system transfer devices (non-baxter products). A visual inspection of the companion samples did not identify any abnormalities that could have contributed to the reported condition. Functional tests were performed on the companion samples with the two different closed system transfer devices that were provided. This included pressure and clear passage testing and no leaks or disconnections were observed; the companion samples were within specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer collar of the clearlink system continu-flo solution set would easily disconnect from two different closed system transfer devices. This was discovered during a live demonstration. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter first name: (B)(6). Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.